Event description:
The hosp reported that during an endoscopic saphenous vein harvesting procedure, the plastic distal ring detached from uniport plus into the pt's leg. The piece was retrieved endoscopically from the pt without having to make additional incisions. No additional pt complications were reported.